Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia as well as hypoglycemia. Blood glucose level was low for which they treated with food and glucose and after that his blood glucose went up from 40 mg/dl to 489 mg/dl. Customer declined to troubleshooting for their blood glucose issue. Customer also reported calibration not accepted alarm and change sensor alert. It was unknown whether the customer using auto mode feature at the time of reported high and low blood glucose level. Insulin pump will not be returned for analysis.